Event description:
Clinical resource manager states patient was under anesthesia and was being given an (unknown) drug to reverse the anesthetic. The patient was not responding to the drug being given. When the covers were removed the IV was discovered to be disconnected. No report of injury or medical intervention.